Event description:
It was reported that a device displayed a system error 322 message. There was no patient involvement.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received the device in question. The evaluation is not complete. When the evaluation is complete, a supplemental report will be submitted.